Manufacturer narrative:
(B)(4). Field service specialist visited the account and repaired front dust cover. He was able to cut plastic and verified that system meets abbott specifications on departure. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of this report- (B)(4) 2013. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported that after 2 pulses in the middle of the surgery the equipment had an error message (front dusk cover stuck error) and treatment stopped. It was reported on (B)(6) 2014 that the procedure was completed after a three-hour delay and because of the treatment interruption, the patient had a 20/50 uncorrected visual acuity.